Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting oversensing and inappropriate shocks. During revision it was noted that the lead had torn insulation at the pin and the yoke. The rate sense portion of the lead was capped and abandoned and a new rate sense lead was implanted.